Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0mn9k, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient experienced pain around their tailbone area and reprogramming did not resolve it. As a result of the event, the healthcare provider (hcp) decided to replace the lead. No device issue and no further patient complications have been reported as a result of this event.